Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The definitive root cause of the reported event could not be determined. Based on the available information, it was confirmed from the evaluation that the image flickered when the high-definition multimedia interface (hdmi) was connected, but the issue did not occur when serial digital interface (sdi) was connected. The following information was likely: the issue was caused by the damage of the hdmi cable. As to the damage of the hdmi cable, it was likely that an external force was applied, or the cable deteriorated due to long-term usage. The instructions for use (IFU) provides the following guidelines: important information please read before use do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
Customer called into olympus technical assistance center (tac) personnel for assistance. After hearing the cable connections being used, tac informed the customer that the cabling and monitor being used were not validated for the olympus device. Customer confirmed that the image never went out, only flickered while using the dvi to hdmi setup. Customer went on to state when he uses the sdi signal on the demo cv-170, the image displays normally. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the olympus video system center's image was intermittently flickering on another manufacturer's monitor. According to the initial reporter, a dvi to hdmi cable was being utilized. There was no patient harm or consequence reported as a result of this event.